Event description:
Pt being artificially ventilated and experienced coronary fibrillation witnessed on monitor. Defibrillation attempts x2. On third attempt, a fire occurred near the site of the ambu bag, ventilator, and upper left side of pt. Pt experienced burns. Autopsy results pending.